Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and the right atrial (ra) and right ventricular (rv) leads were surgically abandoned due to loss of capture (loc) on the rv lead. A new pacemaker system was successfully implanted on the patient's left side. No additional adverse patient effects were reported.